Manufacturer narrative:
H.6. Investigation: the actual product was received. It was thoroughly checked inside of the series of circuits, but the foreign matter reported could not be found. In the past similar events, deposits due to changes in the formulation of the drug and rubber pieces at the infusion container mouth due to coring of the bottle needle were observed. However, in this event, only saline solution was used. Since it was not possible to confirm any foreign matter during use, the cause could not be identified. No anomaly found on DHR. H3 other text : see h.10

Event description:
It was reported that the prm/c60/20drop/f/n35kn2 experienced foreign matter in the fluid pathway. Product defect was noted during use. The following information was provided by the initial reporter: on (B)(6) 2020, a pharmacist found fm in the filter area while priming with physiological saline. The fluid was not a chemo.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(4).

Event description:
It was reported that the prm/c60/20drop/f/n35kn2 experienced foreign matter in the fluid pathway. Product defect was noted during use. The following information was provided by the initial reporter: on (B)(6) 2020, a pharmacist found fm in the filter area while priming with physiological saline. The fluid was not a chemo.